Event description:
Subsequently, the device was explanted at end of life (eol) status and returned for laboratory analysis. Another boston scientific device was successfully implanted without reported complications.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared the battery status elective replacement indicator (eri) on (B)(6) 2010. There is an associated allegation of premature battery depletion against this ICD. A replacement procedure has been scheduled. Upon explant this ICD is intended to be returned to boston scientific for analysis. Currently, this ICD remains implanted and in service. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted. Additional information was received that this ICD subsequently declared end of life (eol) on (B)(6) 2010. This ICD was replaced successfully on (B)(6) 2010. This ICD is intended to be returned to boston scientific for analysis. Upon analysis completion this event will be updated and resubmitted. No adverse patient effects reported.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Prior to explant, the device also declared end of life (eol), as the result of a single charge time greater than 30 seconds. The maximum implanted charge time was recorded within device memory as 30.6 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri/eol were triggered earlier than expected due to a higher-than-typical build-up of internal battery impedance.